Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer reported that, the wrong serter was order, then serter was on back order, then she was promised replacement infusion sets and got a letter instead that they were on back order. Customer declining to do troubleshooting, refused to clean the serter to troubleshoot he explained to her that he would not be able to replace the infusion sets or the serter. Customer declined troubleshooting for the high blood glucose and bent cannula. Customer tried to insert 3 infusion sets with her quick-serter that did not insert properly, due to the infusion set tape sticking to the serter wall. Customer declined to clear the serter during call and will do it once she disconnects. Call disconnected in the middle of gather incident details. Called customer back to continue troubleshoot. Customer declined to clean serter during troubleshoot so unable to complete troubleshoot. Customer treated high blood glucose with manual injection. The insulin pump will not be returned for analysis.